Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during intra aortic balloon therapy (iab) "fiber optic sensor failure" warning appeared on the screen. The user's reason for calling was the "no pressure source available" warning. There was no patient harm/injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation conclusions), h11 corrected fields: h6 (investigation findings, medical device ¿ problem code) no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4 (UDI no., lot no.) The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The optical fiber was found to be broken within the catheter tubing approximately 37.8cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no.: (B)(4).